Event description:
It was reported that while six inches from the transmitter of her hearing loop system, the patient felt pain and thought it had to be the pacemaker. Device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.